Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was returned in two segments, a terminal end segment and a tip segment. The lead was severed at 135 mm from the terminal pin with a total length of 562 mm. Visual inspection found that all filars appeared to be cut and the rate sense negative conductor coi was extending beyond the tip severed end by 30 mm. The distal and proximal cables extend beyond the end and were tied in a knot with a suture, analysis determined this was most likely for extraction purposes. A segment of the lead and/or insulation appeared to be missing from the mi-body section of the lead. The clear medical adhesive was torn and separated from the proximal end of the proximal spring electrode and the proximal spring was stretched at this point. The proximal cable to coil crimp (pigtail) had been pulled proximally and the coil was stretched. Laser extraction was noted in the insulation in a few places, along with tears. Blood and body fluid were also noted in the lumens and the helix was retracted with tissue noted entwined in the helix. The field allegation was unable to be confirmed by analysis of the lead segments returned. Induced damage from the explant procedure was noted.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during a device interrogation it was noted that there have been stored episodes of noise on both the right ventricular (rv) pace sense and shock channel going back approximately two months. The noise was oversensed and led to inappropriately stored non-sustained ventricular tachycardia episodes and pacing inhibition with two to three seconds of asystole. The patient expressed that they have felt dizzy at times. The field representative noted that the noise was unable to be reproduced with pocket manipulation. At the time the sensitivity was reprogrammed to the least sensitive. A revision procedure was performed a few weeks later where the rv lead was explanted and replaced. It was noted that during the explant process, access was lost and the lead had to be laser extracted. The implantable cardioverter defibrillator (ICD) remained in service with the new lead. The cause of the noise was not able to be identified, however the physician did feel that the age of the lead may have played into the noise. No additional adverse patient effects were reported.